Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of mg/dl 449 and no delivery alarm. The customer did not had symptoms. Troubleshooting was not performed for high blood glucose reading but no delivery was performed. There were no leaks or air bubbles. Customer was advised to change the infusion set and the insulin. The insulin exited after a set of change. The insulin pump was returned for analysis.